Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No it was not in a vessel/artery. If yes, how was the device removed? (I.e. Cut off, forced opened) no. If cut off, did this cause a change in the plan of care for the patient? No they continued with the same plan. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? No damage it was peritoneum. Did the surgeon continue the case with this same device? No the device was unusable they continued with a competitive device. ¿the enseal when compressing and advancing the blade, locked and had to force her to open the jaw being unusable.¿

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the staplers blocked making an energetic compression and cut without disengage. A competitive device was used to complete the procedure. There were no adverse consequences for the patient.